Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not bootup, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed system would not boot-up. After reviewing the file, fse found malfunctioning on flex vision pc. Upon troubleshooting, fse found that the flex vision pc was not booting up with the system. The cause of the flex vision pc failure could be determined by the supplier's part analysis, and it was found that the cmos battery was defective. To resolve the issue, in the next follow up visit, fse replaced the flex vision pc and hard drive. After replacing flex vision pc and hard drive, system returned to good working condition. The codes were updated based on the investigation outcome.